Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site, the patient noted that the pink slide did not move forward indicating a needle mechanism failure occurred. Upon inspection, the cannula also appeared bent. As treatment, a new pod was placed.